Manufacturer narrative:
(B)(6). This report is filed december 18, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013 to remove excess skin overgrowth from around the abutment. The implanted device remains and the patient has fully recovered.

Manufacturer narrative:
(B)(4): implanted device remains.